Event description:
It was reported that the customer experienced multiple intermittent "resume insulin" alarms that occurred inappropriately on multiple occasions. As a result, the customer¿s blood glucose level elevated and on (B)(6) 2026 the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 900 mg/dl and ketones a heath care provider determined to be dangerous/life threatening. Customer also reported they were ¿unable to walk¿ and had chest pain. Customer was treated with intravenous fluids on saline and insulin to resolve the issue. Customer resumed insulin therapy on the pump; however, the ¿resume insulin¿ alarms continued and customer again experienced diabetic ketoacidosis while still in the hospital along with vomiting, continued chest pains, and weakness in the body. Customer was again treated with intravenous insulin, fluids, and magnesium to address the issue. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no known permanent damage. Ultimately, customer reverted to an alternate form of insulin therapy.